Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the emergency room (ER) after being found unconscious by a coworker due to low blood glucose (bg) levels (readings unknown) while wearing the pod. At the hospital, the patient was administered d5 to raise the sugar levels. No other information was provided on this event.